Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced high and low blood glucose. Blood glucose reading was 400 mg/dl and 52 mg/dl. The customer declined to troubleshoot for the high blood glucose incident. Customer alleging possible pump under delivery. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer treated high blood glucose level with manual injection. The pump will not be returned for analysis.